Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm as well as critical pump error as well as insulin flow block alarm. Customer's blood glucose value was 189 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that they were able to clear the alarm. Customer started they were able to rewind the insulin pump. Customer stated that they performed displacement test and test results was passed. Customer states alarm occurred during basal delivery. Customer did not turn off the sensor feature. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.